Manufacturer narrative:
Corrected data: d4 UDI number one device was returned for evaluation. Visual inspection revealed the downstream sensor and upstream sensor were contaminated. The event history log was unable to be downloaded due to alarm message error code 1260 on the pump display. Functional testing was able to replicate the reported issue; found customer was re-soldering the clock battery in the wrong position polar on the mpu board casing the alarm. The most probable root cause was determined to be the mpu board damaged by the customer. The mpu board was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited error code 1260. The product fault occurred during testing, there no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.